Event description:
A malfunction alarm identified as malf 3 was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery and agreed to return the malfunctioning pump using a pre-paid label within 10 days, after putting it into storage mode. Technical support confirmed the replacement of the pump, which was under warranty.